Manufacturer narrative:
Investigation including root cause analysis is in progress. A sample has been received but has not yet been evaluated. The device history records for the component lots were reviewed. Processing abnormalities (and mitigated) on at least one of the associated lots could have contributed to the complaint were found during the review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported poor cutting while performing a vitrectomy procedure. The probe was replaced with another one and the surgery completed without delay. No patient harm was reported.